Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot#: unknown, implanted: (B)(6) 2019, product type: lead. The follow codes below belong to the lead. All other codes belong to the external neurostimulator (ens). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence. The patient reported that they could not get to the my therapy app and was concerned her therapy was not on or working because the ens was not flashing green. The patient stated that she thought she may have pulled out a lead. Support link walked the patient through the steps to getting to the my therapy app when the patient notice she was on program 4 but the stimulation was turned off. Support link advised the patient to increase stimulation until it was felt and comfortable which was at 1.0. It was noted that the trial began on (B)(6) 2019. No further complications were anticipated/reported.